Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported. The patient condition was good.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported. The patient condition was good. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery.

Manufacturer narrative:
E1: initial reporter city: (B)(6).